Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella cp device for mechanical circulatory support. A protect IV study reported a patient who was on impella cp support had a fever that was possibly related to the impella procedure. After the patient's percutaneous coronary intervention (pci), they had a fever up to 38.6 ° c with an unknown origin. The patient was prescribed tazobac. The patient was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of infection has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was reported incorrectly on manufacturer device report 1220648-2024-24012. G1 reporting contact email revised on manufacturer device report 1220648-2024-24012 in accordance with updated procedures.